Event description:
The patient's mother reports her daughter developed a dvt after her first PICC was inserted. The PICC was removed and a new PICC was placed in the other arm. The reported dvt was in the subclavian vein and was treated with lovenox injection. The patient's mother reports she (the patient) has continued to develop superficial clots at the site is on ongoing lovenox until a different catheter can be placed.